Event description:
It was reported that a patient using the ilet experienced low blood glucose followed by high readings after self-treating the hypoglycemia with two glucose tablets and two glasses of orange juice, and device low glucose alerts were received. Symptoms included tiredness due to repeated alerts. Outcomes included self-management without medical intervention or assistance and no hospitalization. Investigation included review of the event details and user education and troubleshooting. Investigation of this case revealed that the event aligned with hypoglycemia detected by the system and subsequent hyperglycemia consistent with overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that user behavior related to overtreatment of hypoglycemia was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.